Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of large bowel on a robotic laparoscopic ultra-low anterior resection, the knife blade advanced about 1/3 of the reload and it auto retracted. There were some misformed staples, but no cut line. The surgeon used second reload, however, the same issue occurred with no information on screen. Another power shell, power handle, adapter and reloads were used to complete the case. The surgical time was extended for more than 30 minutes to set up a new device. There was no patient injury.